Event description:
Litigation papers allege patient has suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr systems failure. It is also alleged that patients ability to perform normal and enjoy regular activities has been impaired as a result of the asr systems failure. Update: (B)(4) 2011 - the sales rep has reported the revision. Patient was revised due to high ions, pain and a retroverted cup.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: not returned.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.